Event description:
It was reported that, during a respiratory surgery, an unknown error occurred and became not to function when the device touched to the metal. The blade broke. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2022. D4 batch #: v7022d. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with no apparent damage. The blade tip was not broken off as reported by the customer. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.